Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues.  Physio replaced the system controller and patient parameter pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center.  The cause of the reported boot up issue was determined to be due to a thermally sensitive integrated circuit chip, designator u18 from the system controller pcb assembly and a shorted integrated circuit chip, designator u5 from the patient parameter pcb assembly.

Event description:
The customer originally reported to physio-control that after working on their device for an issue relating to the speaker assembly, the device could no longer power on.  With the available information during the original report, the customer appeared to have likely caused the issue with the device booting up.  After an evaluation by physio-control, it was observed that the device would not boot up completely, but also was intermittently resetting during the boot up process.  There was no report of any patient use associated with the reported issue.